Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports being unsure if the cannula had properly inserted at the pod infusion site, (leg) at activation. Symptoms reported include thirst, shaking and fatigue. Once at the hospital the patient was diagnosed with high blood glucose levels as well as low sodium. The patient was treated with intravenous fluids and insulin. The patient reports being at the hospital emergency room for 3 hours.